Manufacturer narrative:
Device not returned.

Event description:
Complaint received that alleges "ulcus over surgery wound after wearing the walker 5 weeks, infection of midfood, patient now in hospital, treatment with IV-antibiose". Questionnaire was not received from clinician and/or patient. Device not returned to manufacturer for evaluation.